Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis 3, 4.0mm screw surgery, the drill was stuck in the middle when surgeon was drilling with it after inserting guide wire. Then, the surgeon checked the tip of the drill and noticed that the tip was broken. The broken part was removed from the patient and discarded. There was 30 minutes delay in the surgery.

Manufacturer narrative:
The reported incident that cannulated drill asnis iii ø2.7mm ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. As a result of a multiple use, the tip of cannulated drill has broken. The overall device shows some discoloration as a result of multiple cleaning processes. In addition, the tip shows broken, dull and polished surfaces with a red stain from corrosion. Due to this breakage the tip has been deformed and thus it is stuck in the guide. The device inspection revealed the following: the device was received the 6th of november 2014 for evaluation. The device was identified as a cannulated drill with catalog n 702449 / lot n 01770r. The drill was received stuck inside its guide. As a result of a multiple use, the tip of cannulated drill has broken. The overall device shows some discoloration as a result of multiple cleaning processes. In addition, the tip shows broken, dull and polished surfaces with a red stain from corrosion. In both attachments, it is seen that the drill has been used and clean several times. Due to the nature of the complaint, a dimensional inspection was not considered necessary. As part of a functional inspection, once performed the visual inspection, the drill was cut with pliers in order to see if both sides of the drill (tip edge or shaft edge). It has been seen that only the tip gets stuck in the guide tube. This is related with the deformation produced in the tip due to the breakage caused by the multiple use of the drill. The guide performs adequately. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During asnis 3, 4.0mm screw surgery, the drill was stuck in the middle when surgeon was drilling with it after inserting guide wire. Then, the surgeon checked the tip of the drill and noticed that the tip was broken. The broken part was removed from the patient and discarded. There was 30 minutes delay in the surgery.